Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a case/condition (cracked/damaged casing) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/04/2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the battery compartment was on the left side of the grip pad. Unrelated to the original complaint, the display was dim and orange.